Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020 for two days. The customer's blood glucose level at the time of the incident was 800 mg/dl and the current blood glucose was 160 mg/dl. The customer experienced symptoms such as nausea, vomiting. The customer was in the emergency room and treated with intravenous insulin and insulin injection. It was unknown if the insulin pump was on auto mode. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.